Event description:
Alleged per pt: on (B)(6) 2003, the pt underwent open ventral incisional hernia repair with composix kugel mesh. The incision site/wound took more than five months to heal. The pt reports being informed by surgeon she had a seroma, not an infection. For the last four years, the pt has experienced intermittent "pulling" sensations and pain in the area around the hernia repair. The pt reported increase in severity with coughing. Recently, the pt has tried to exercise and reported now the pain is constant.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the event. No medical records have been provided and no product has been returned. The pt reports developing a seroma. While we are unable to evaluate that claim without medical records, seroma is listed as a possible adverse reaction in the product's instructions for use. Without add'l info, no conclusion can be drawn.